Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd microtainer® quikheel¿ lancet there was a retraction issue - delay or no retraction. This event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the blade had already come out on arrival."